Event description:
The rptr did meter to lab comparison tests, 45 minutes apart. Rptr's meter reading was 110 mg/dl, and the lab test result was 235 mg/dl. No symptoms were reported. No harm was alleged. Followup attempts to contract the rptr for add'l info have not been successful.